Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 445 mg/dl to "high"; cause was unknown. Customer delivered a correction bolus via the pump and changed infusion set to address bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.